Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from a single patient samples that were generated by the unicel dxl 800 access instrument. A patient serum sample was tested for accu tni and a result of 1.1ng/ml was obtained. The original sample was retested and the repeated accu tni result was 0.52ng/ml. The original sample was tested on another instrument in the customer's lab for accu tni and a result of 0.04ng/ml was obtained. On the same day, a plasma sample was collected from the patient and tested for accu tni; result was 0.97ng/ml. The plasma sample was re-tested for accu tni and the repeated result was 0.22ng/ml. In addition, the sample was tested on a different instrument in their lab and the accu tni result was 0.17ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within their specifications prior to and after the event. System check performed on 12/19/2006 was within specifications. The plasma sample was collected in a lithium heparin tube. Collection device of the serum sample is unknown. The specimens were centrifuged at 3,500 rpm for 10 minutes and sampled from the primary tubes. Based on available information, both samples contained no fibrin and were 90% full draws. The customer did not question other patient results or assays at this time. A field service engineer (fse) conducted troubleshooting over the telephone on 01/02/2007. The fse had customer run precision testing which passed within specifications. Primary fse was contacted to perform additional hardware verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.